Manufacturer narrative:
Complaint conclusion: as reported, the balloon of 6f/7f mynxgrip vascular closure device (vcd) ruptured as being inflated during procedure. Accordingly, hemostasis was done by manual compression. There was no reported patient injury. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 6f-7f was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open. The sealant and advancer tube remained in the manufacturing position. The procedural sheath and the syringe were not returned with the device. Per functional analysis, a leak test was performed which revealed a leak in the balloon. Per microscopic analysis, visual inspection under high magnification (eq4440-01) revealed a longitudinal tear in the balloon approximately 4 mm from the balloon proximal neck. A product history record (phr) review of lot f2020402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during the analysis of the returned device. The cause of the loss of pressure was a longitudinal tear in the balloon. The exact cause for the tear could not conclusively be determined. Based on the information reported it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it instructs users to inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. The IFU also instruct the user to confirm via femoral arteriogram or venogram that there is no evidence of significant peripheral vascular disease in the vicinity of the puncture. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of 6f/7f mynxgrip vascular closure device (vcd) had been ruptured as being inflated during procedure. Accordingly, hemostasis was done by manual compression. There was no reported patient injury. The devices will be returned for analysis.